Event description:
It was reported that intermittent high impedance was observed. Lead issue suspected. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.